Manufacturer narrative:
The investigation has been completed. Logs confirmed the reported failure. There was a battery failure alarm transport connection blown/ missing and a battery level low alarm due to low pack voltage. The ltpowerdata from the complaint date showed a cell voltage decline in only one of battery one¿s cells which occurred as the battery failure alarm triggered. The battery failure alarm transport connection blown/ missing and battery level low alarm were caused by failure of battery one due to internal cell imbalance. The cause of the automated impella controller (aic) issue was by failure of battery one (defective battery) due to internal cell imbalance.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had an automated impella controller (aic) with a battery failure. The team attempted to troubleshoot and found the aic needed replaced. Instructions for use were followed and a backup was utilized for patient use. No harm or injury was reported.